Manufacturer narrative:
Aquabeam console, a reusable component of the aquabeam robotic system, controls the functionality of the high-velocity waterjet delivered by the aquabeam handpiece. Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the aquablation procedure the latching mechanism on the aquabeam console broke, causing the aquabeam handpiece pump cartridge to be unable to latch to the console. The aquabeam console was replaced and the aquablation procedure was then continued through successful completion. The reported event caused a procedural delay of over 60 minutes. There were no adverse health consequences to the patient due to the reported event.

Manufacturer narrative:
H.10 additional manufacturer narrative: the aquabeam console was returned for investigation. Functional testing was able to confirm the reported event as a qa test handpiece was unable to be inserted into the console. Attempts to insert a qa handpiece into the returned console were unsuccessful as the pump cartridge slot was stuck in the lock position. Rotating the pump cartridge latch could not unlock the slot to allow a handpiece to be inserted. The console was then deconstructed and it was observed that the helical gear was broken. A review of the device history record (DHR) for serial number (B)(6) and the aquabeam console / lot number 21c01155 was performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system and its associated component met all design and manufacturing specifications when released for distribution. A 12-month similar complaint review search was conducted, which confirmed no other similar events have been reported to procept. Aquabeam robotic system user manual, um0101-00 rev. F, was reviewed and states the following: table 4 aquabeam robotic system status indications confirm cartridge is fully seated into pump head and close latch (note: latch provides a tactile click upon closure). The root cause is undeterminable as it is unknown exactly what caused the helical gear to break, however, it is likely that the pump cartridge was in a suboptimal position while attempting to lock it in place and the force applied caused the helical gear to shatter into pieces. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.